Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failed mini drawer 3 sub drawer 4. A field service engineer, verified that the user experiences a medication jam when double-clicking the drawer that has been removed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system mini tray continues to malfunction despite attempts at repair. The customer stated that the issue caused a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.